Manufacturer narrative:
Further evaluation of the device found the following defects: a leak was observed due to deformation of the scope connector. The nozzle was dented. The adhesive around the objective lens was worn. The rubber adhesive was detached. The bending rubber was dirty and had discoloration. The connecting tube was dirty, scratched, and had a dent. The forceps channel port was shaved. The grip was dirty. The control unit was dirty and had a scratch. The up/down/right/left knobs were dirty. The scope cover was scratched. The universal cord was dirty, discolored, and had a scratch. The scope connector was dirty and had a scratch. The light guide cover lens was corroded. The distal end cover was deformed. Switch #1 was cut. Due to wear of the angle wires, the bending angulation system did not meet specifications. Due to a chip on the distal end cover (c-cover), the insulation resistance value at the distal end did not meet specifications. The distal end cover was dirty. The adhesive around the light guide lens was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was very low flow of air and water. The issue was observed during preparation for use. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material in the forceps elevator. In addition, the inside of the light guide lens was dirty, due to a gap of adhesive. This report is being submitted for the malfunction found by service during the device evaluation [foreign material/dirty lens-gap of adhesive]. Additional details have been requested regarding the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the causes of the events are likely due to inappropriate or insufficient reprocessing methods or device handling. The event can be detected by following the instructions for use (IFU) which state: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities.¿ "inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: "brushing around the forceps elevator and instrument channel outlet¿. "If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope.¿ ¿user can reduce/prevent occurrence of the suggested event 2 by handling the device in accordance with the following IFU.¿ "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received.

Event description:
Additional information was received stating that the therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure was completed with no delay or interruption with the reported low air/water flow. There was no patient impact reported.